Event description:
Customer had been wearing a pod for 2 days then his blood glucose (bg) started to rise. He decided to remove the pod and when he did he said that the area was wet around the cannula. The needle appeared to have not completely retracted and the customer thinks the needle may have made a hole in the cannula. Customer replaced pod successfully. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fully retracted due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.